Event description:
Caller reported a malfunction on the pump, and specific blood glucose values were unknown, though high glucose levels were indicated by a cgm reading. To address the elevated levels, the customer administered a corrective injection independently, without requiring third-party assistance. The pump had previously experienced the same malfunction multiple times. Technical support performed a reset and arranged for a replacement pump shipment, while instructing the caller on putting the old pump into storage mode and returning it to the company. The customer was advised that the replacement pump will feature updated software, and instructions were provided for connecting the cgm to the new device. The customer will use multiple daily injections as a backup therapy and consult with a healthcare provider if needed.